Event description:
False positive advia centaur xp toxoplasma g (toxo g) results were obtained for two different samples from the same patient. The results were reported to the physician and were questioned. The samples were tested on two alternate methods and the results were negative. Both patient samples were tested with the advia centaur xp toxo m and the results were negative. A corrected report was issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant toxoplasma g results.

Manufacturer narrative:
The cause for the discordant advia centaur toxoplasma g (toxo g) results is unknown. Siemens healthcare diagnostics has requested the patient sample for further investigation. The quality control and calibration were acceptable. The instrument is performing within specifications. The IFU states in the limitations section: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results. Human anti-mouse antibodies (hama) or heterophile antibodies may be present in samples from individuals exposed to mouse or animal immunoglobulins from natural sources or as part of disease therapies. These antibodies may interfere with the advia centaur toxo g assay and give falsely positive or falsely negative results. These samples should not be tested. The presence of anti-nuclear antibodies (ana) and anti-mitochondrial antibodies (ama) in samples from patients with autoimmune syndrome may interfere with the advia centaur toxo g assay and give falsely positive or falsely negative results. These samples should not be tested."

Manufacturer narrative:
Siemens filed the initial MDR on september 16, 2013. 11/01/2013 additional information: the customer sent the patient samples to siemens healthcare diagnostics for further testing and investigation. In the initial MDR results were reported for patient (B)(6) only. The customer has provided information since then for (B)(6) when the sample was sent for in-house testing. (B)(6) is from a different patient. The customer has mentioned this patient result as false positive. Patient (B)(6) was negative for toxoplasma g since the beginning of pregnancy and positive since childbirth. This same sample was retested and the result was positive with the advia centaur and negative with other methods. The samples received were (B)(6) (2 samples) and (B)(6) (1 sample). All the samples tested positive for toxoplasma g across lot numbers 190, 192, and 194. The samples were also tested for toxoplasma m (toxo m). One sample was positive and the other sample was negative. (B)(4). The patient samples were tested for ana and ama presence. Samples a and c were negative for ana and ama. Both samples of (B)(6) may contain an unknown interfering substance. Sample b was positive for ana with 45.3 iu/ml and negative for ama. The IFU states in the limitations section: "the presence of anti-nuclear antibodies (ana) and anti-mitochondrial antibodies (ama) in samples from patients with autoimmune syndrome may interfere with the advia centaur toxoplasma g assay and give falsely positive or falsely negative results. These samples should not be tested."